Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(6). The defective rotaflow drive was sent directly for further investigation to the manufacturer emtec with the RMA 2019-10017 to germany on the (B)(6) 2019: the failure "when we exceed 1000 rounds we get an error message: "error head" could be confirmed." It was found out that the ild was faulty (hot plug). The pressure piece of the mast holder was missing. Therefore the ild on the board was exchanged and the pressure piece on the mast holder was added. The rotaflow drive has passed all tests. Probable root cause: user error - no related malfunction of the device. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference#: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The device was investigated by a getinge service technician with the service order ((B)(4)) on the 2019-14-01 and on the 2019-01-16: the failure error head when speed is set over 1000 rpm. The user described "this message appears even with another motor following our tests. On site, the problem reoccurs each time." Agreement with the doctors to send a loaner unit. On 2019-01-16: the service technician checked the device and the same error still appeared. Therefore the getinge service technician replaced the replacement of motor control board: the fault remains replacement of motor control board and another motor: the fault disappeared. Rotaflow console full preventive maintenance performed. Referring also to the investigation: (B)(4) with the same failure: the exchanged control board was investigated by life cycle engineering: "the described error could be reproduced. This error was induced by a hot plug. This happens when the drive was disconnected from a running rotaflow console. According to the IFU of maquet the rotaflow console must be switched off before the rotaflow drive is connected or disconnected." The rotaflow drive will be invested and repaired by the manufacturer emtec in (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). While taking the elevator with a patient undergoing treatment, they had to unplug the rotaflow drive from the console, which they did "hot" without turning it off. When reconnecting the rotaflow drive, they noticed that an error message "error!!, head" was displayed when the rpm are above 1000. They tried to replace the rotaflow drive but it does not solve the problem. Thus they replace the entire rotaflow system. No clinical consequence were reported.